Event description:
A complaint was received that when using a medisense exactech blood glucose monitoring device, the consumer received a capillary reading of "hi". Consumer is an insulin pump user and based on the "hi" reading, administered insulin through the pump. Ten to fifteen minutes later, the consumer retested and obtained another "hi" reading and administered more insulin. This reading and insulin administration scenario was repeated multi times until a friend arrived and called for emergency help against the consumer's wishes. Consumer's blood glucose level taken by emergency responders was 36 mg/dl. A glucose IV was administered and the consumer was not transported to a medical facility. Label copy for the device instructs the user to consult their healthcare professional before making any changes to their diabetes medication program of their blood glucose result is greater than 300 mg/dl.